Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken in the distal section at 319cm from the proximal section. The distal tip was not returned. Overall length and overall diameter couldn't be measured due to the device condition. Overall diameter of middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that difficulty crossing the lesion occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the wire was broken in the distal section.